Event description:
The recipient reportedly experienced recurrent infections and device migration.the recipient underwent multiple surgeries to prevent device extrusion. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
(B)(4). The recipient's current center does not have details regarding any previous infections or treatment. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced device migration. The recipient's device was explanted. The recipient will be reimplanted at a later date.